Event description:
The customer reported the system would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, found the system had been damaged and the input/output ports on the computer motherboard broken, and replaced the sun computer. The system operates as intended.